Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient. It was reported that the patient was having severe pain and was concerned that their may be an issue with their implantable neurostimulator (ins). The patient wanted to have the device checked. It was further reported that there seemed to be a problem with the patient¿s device. No further complications were reported or anticipated. Indication for use is unknown.